Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. (B)(4). Upon receipt of the product the part and lot number of the rod was identified, reference 0002184052-2016-00160.

Manufacturer narrative:
Corrections identified on aug. 10, 2016. Brand name corrected from torque set screw to vitality spinal fixation system; 510k number corrected from exempt to k150896.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a patient had a revision procedure due to the top two set screws had come off the screws at l2. Three set screws and a rod were removed and replaced. The part number for the rod is unknown.

Manufacturer narrative:
The returned closure tops were examined. The witness marks on the bottoms of the closure tops, which sit against the rod to retain them in place, are consistent with incorrect assembly during implantation. A review of the manufacturing records did not identify any issues which would have contributed to this event. Additional information in device evaluated by MFR?, device manufacture date, and evaluation codes.